Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Event description:
It was reported to boston scientific corporation that six to eight months following an anterior pelvic floor repair (exact date of event and procedure are unknown) using a pinnacle anterior/apical pfr kit, the patient developed an abscess in the abdomen and experienced dyspareunia. The patient was reportedly hospitalized for a "couple of days" for the abscess in (B)(6) 2009. A concomitant laparoscopic procedure was done during the anterior repair procedure. The physician did not note any erosion of the mesh and referred the patient to a urogynecologist for follow-up. No information about the initial procedure, the patient, or her current condition has been forthcoming.